Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with both atrial and ventricular noise reversion alerts as well as multiple high ventricular rate episodes that inhibited pacing due to right ventricular lead noise. Physician suspected lead fractures but was not confirmed via x-ray. The right ventricular lead was capped and replaced on (B)(6) 2020. The atrial lead was kept in the system and would be further monitored. The patient was stable pre/post procedure. Related manufacturer reference number: 2017865-2020-14880.